Manufacturer narrative:
No information about product location. Product was not returned to the manufacturer. No visual examination could be performed. Reference & lot number of the product was not provided; the review of the device history records and traceability cannot be performed. Additional information is requested. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: device removal / heterotopic ossification. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device malfunction/device removal/heterotopic ossification on patient that was implanted with mobi-c. Date of original surgery: (B)(6) 2014; date of revision: unknown. Attempts have been made and no further information has been provided. Investigation still in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a mobi-c was removed within a year of implanting due to post-operative heterotopic ossification. No further information was provided.